Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had an issue wherein it does not detect but was present. The nurse believed he saw a clear code. It was found that a sponge was retained in the patient's cavity. The patient had a re operation the next day due to abdominal pain as a result of a dead bowel. At that time a sponge was found left in his abdomen. It was noted that the count was rushed due to the emergent nature of the patient. Prior the sponge being sent to the pathology, it was tested with the scanner and it did make the console report a detection. The patient did not have a high bmi.